Event description:
Bd insyte autoguard IV angiocath -- when the vein was accessed, the blood sprayed out of the barrel and not captured within the flash chamber, this caused the blood to spray out from the barrel and increasing a risk of blood exposure.